Event description:
A 4.5mm cannulated screw broke post-operatively. The patient had a growth plate for epiphyseodesis distal tibia implanted and during a follow-up visit, the broken screw was found. The surgeon explanted the screw and repositioned the growth plate on the right leg.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.